Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d4, d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: use of expired product. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer reported event of "tip broke off" was due to a cause linked to the device but unable to trace more specifically. Additionally, the most probable cause of the additional finding of use of expired product is the customer using the product without confirming the expiration date. The event can be prevented by following the instructions for use which state: do not use the thunderbeat instrument if the ¿use by¿ date printed on the sterile pack has passed. Otherwise, inflammation of tissue and infection may result. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to the device not being returned to olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat tip broke off. The issue occurred during a therapeutic hysterectomy procedure. There were no reports of patient harm.